Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is a correction. No further regulatory reports will be submitted under regulatory report 3007566237-2018-00816. If additional information is received it will be captured in regulatory report 3007566237-2018-01632. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the doctor placed the lead in the epidural space and then tried to retract it a bit for steering and the lead would not retract through the curved lead tip needle. The needle had to be removed from the epidural space and it still would not retract and the lead was damaged. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, lot# unknown, product type: lead. Product ID: neu_epidural needle, serial# unknown, product type: accessory. Product ID: neu_epidural needle, serial# unknown, product type: accessory. Analysis of the lead found no anomalies. Analysis of the two epidural needles found that the spoon of the introducer needle had a sharp edge on the undercut side. If information is provided in the future, a supplemental report will be issued.